Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. Bg was addressed with a correction bolus via the pump. Reportedly, the customer was using a non-tandem charging wall adapter in an attempt to charge the pump. The pump charged successfully after the customer used a 2nd charging wall adapter. The customer continued to use the pump for insulin therapy.